Event description:
The user's hearing performance with the device is affected. The user sustained a blunt force trauma to his left ear on (B)(6) 2021.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. In addition in situ measurements show one channel with hi status already before the reported impact due to undetermined reasons. However to determine an exact root cause device investigation would be necessary. Re-implantation is planned in (B)(6) 2021.

Event description:
The user's hearing performance with the device is affected. The user sustained a blunt force trauma to his left ear on 18th january 2021. The user has been re-implanted.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. In addition in situ measurements show one channel with hi status already before the reported impact due to undetermined reasons. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. The user sustained a blunt force trauma to his left ear on the (B)(6) 2021.